Event description:
It was reported that there was a possible high voltage lead issue after vt episode resulted in hv therapy. The patient presented to the clinic where the device was checked. During induction testing the device induced vf successfully, but hv therapy was not successful and external defib was required to rescue the patient. The device was removed and replaced.

Manufacturer narrative:
Na